Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation.

Event description:
Consumer stated upon removal the center of the pledget and string came out leaving the outer cover behind. She was able to manually remove the piece without the need for medical care.